Manufacturer narrative:
The customer found the leak was coming from a pin hole in tubing at pinch valve (pv6). Beckman coulter customer technical specialist (cts) instructed the customer to cut the length of the tubing and replaced it which resolved the leak and the differential vote outs messages issue. Service was not dispatched for this event. Failure mode was related to a pin hole in tubing at pinch valve (pv6). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that about 50-100 ml of fluid had leaked from the tubing at pinch valve (pv6) while customer was priming the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was obtaining differential vote outs messages. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event and there was no change to patient treatment.